Event description:
Pt had restylane injections for wrinkles below mouth. They thought procedure went well until later, when they discovered that the solution had settled below the wrinkles into chin area. Wrinkles still remained the same, but the restylane has settled into pockets and clumps in chin area, which could remain there up to a year. Medicis aesthetics has been evasive and unhelpful when pt has sought answers and advice.